Manufacturer narrative:
B5-additional information from the hcp reports there was no indication of device or battery failure. The pump was replaced due to anticipated end of life. After the pump replacement, the patient has recovered without sequela. The dose has been increased with good response.

Event description:
The pump was explanted and replaced after an implant duration of 49 months due to end of device life. A follow up report will be sent when additonal information is received.